Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a inadvertent infusion (inadvertent infusion) issue: the patient felt the pump vibrate and was alerted that 1 unit of insulin was being delivered. Patient had not programmed this, and stopped the delivery. Patient states she was not touching the device at the time of the vibration, and that the meter was in her purse. There was no issue of low blood glucose. Customer support assisted patient in locking the pump. There was no indication that the product caused or contributed to an adverse even this complaint is being reported because the reported issue was not resolved with troubleshooting.